Event description:
A malfunction was reported by the customer involving a pump that displayed malf 12. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, which was not under warranty, by covering it under a specific action plan. The customer was instructed to use multiple daily injections as a backup therapy and was guided on how to store and return the defective pump.